Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a replacement surgery, new lead and battery were implanted and upon connectivity/impedance check it was found that a couple electrodes showed connectivity problems. Checked impedances and h igh impedances were found on lead 0-7. The physician wiped down leads and reinserted with same results. The tried the lead in the other port and the impedances followed. No visible issues noted with lead or implant procedure. A new lead was used and the issue did not recur. The issue was resolved by using a new lead. The lead will be returned once received from the facility. The cause is unknown. The rep will report any additional information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# va2u9hx013 implanted: (B)(6) 2024, explanted: (B)(6) 2024,product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep stated the patient's lead had migrated after they fell. Physician stated to discard the leads since there was no issue with the leads other than migration due to the fall.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.